Manufacturer narrative:
Additional information: d4(UDI), d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection of the returned product noted that the reload was fully fired with a non-functional interlock. The jaws of the reload were open. The clamping mechanism was deformed. Staple pushers were flush with the cartridge. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The reload was applied to test media and was cycled without hesitation or binding. Visual inspection of the second returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the second reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Visual inspection and functional testing on the remaining three reloads confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed clamping mechanism, buckled knife-bar assembly, and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic segment resection procedure, when stapling the parenchyma, the handle slipped with a loud crack and the stapler cannot process the normal thickness of the tissue. When it worked, the stapled seams were fine. The surgeon uses new reloads and various handles. There was no patient injury.